Event description:
(B)(6) clinical study. It was reported that hemothorax, cardiac rupture, cardiac tamponade, myocardial infarction, coronary obstruction, bundle branch block, pulmonary edema, cardiac arrest, and patient death occurred. The patient's qualifying conditions were aortic valve area 0.5 cm^2 with a 23 mm annulus diameter. The mean aortic pressure gradient was 42 mm hg and the left ejection fraction was 55% with mild aortic regurgitation. Prior to the index procedure, heparin or other anticoagulant was given to the patient. The patient was on a prior regimen of aspirin and other anti-platelet medication other than aspirin. No loading dose was given to the patient. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequently deployment of a 27 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Post deployment of the lotus valve a coronary angiogram was performed revealing a decreased flow of blood through the distal left circumflex artery (lcx) and diagonals owing to the partial obstruction of the left main stem and the downstream disease. The left anterior descending artery (lad) was supplied by patent left internal mammary artery (lima). Post transcatheter aortic valve implantation (tavi), it was noted that the patient had pulmonary oedema. The patient complained of left shoulder pain which seemed ischemic in nature and electrocardiography (ECG) was recommended. ECG reports revealed the patient had ¿st elevations in the lateral leads with reciprocal changes¿ along with bundle branch block. Cardiac enzymes drawn the next day revealed peak ck value-1944 iu/l (reference range: 25-200 iu/l) and peak troponin value- >5000 ng/ml (reference range :< 50 ng/l). The patient was diagnosed with a myocardial infarction and an intra aortic balloon pump was placed. The patient became haemodynamically unstable and rapidly deteriorated followed by a loss in cardiac output. Electrocardioversion was initiated, followed by a brief period of CPR. Post treatment, the patient¿s condition progressively improved with ¿good urine output, resolution of pulmonary oedema with intravenous diuretics and stable blood pressure¿. The patient developed ¿expressive dysphasia¿ which was likely to be an ¿embolic event¿ and a CT scan was recommended. The etiology of the stroke was ischemic with a diagnosis based upon clinical symptoms. The patient was recommended to have a lower dose of aspirin and clopidogrel with higher doses of heparin. The next day the patient suffered a sudden drop in blood pressure requiring ¿emergency intubation and ventilation and was transferred to the ICU¿. The patient was treated with high doses of inotropic drugs to maintain the blood pressure and ¿rapidly developed multi-organ failure¿. ECG revealed 2 cm of pericardial collection in the lateral and posterior aspects of the heart. Per the physician, the large pericardial effusion was consistent with myocardial rupture. Hematology measurements were performed and revealed the lowest hematocrit value associated with the event: 20% (reference range: 37-47% and lowest hemoglobin value associated with the event: 68 g/l (reference range: 115-160 g/l). The patient was transfused 3 units of blood to treat the event. Despite all efforts, the patient¿s condition continued to deteriorate and the patient was eventually taken off life support and pronounced dead. It was confirmed that the perforation of the amplatz super stiff wire caused the cardiac rupture leading to cardiac tamponade and eventually the death of the patient. Autopsy revealed that ¿rupture of the lateral wall of the left ventricular caused by the recent myocardial infarction with massive hemorrhage into the pericardium pleural space and mediastinum¿ was the eventual cause that led to the death of the patient.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).